Event description:
Healthcare professional reported left side device rupture, dilated glandular ducts indicating inflammatory changes, small fibroadenomas and ductal cysts, not device related, diagnosed via ultrasound with deformation and pain experienced by the patient. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ visibility/palpability: unable to observe since it is not related to the device. ¿ lump/nodule: unable to observe since it is not related to the device. ¿ local reaction: unable to observe since it is not related to the device. ¿ cyst: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device.

Manufacturer narrative:
Continued e1: (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported, left side device rupture. Dilated glandular ducts indicating inflammatory changes, small fibroadenomas and ductal cysts. Not device related. Diagnosed via ultrasound with deformation and pain experienced by the patient. The device has been explanted.

Event description:
Healthcare professional reported left side device rupture, dilated glandular ducts indicating inflammatory changes, small fibroadenomas and ductal cysts, not device related, diagnosed via ultrasound with deformation and pain experienced by the patient. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). ¿ visibility/palpability: unable to observe. ¿ lump/nodule: unable to observe. ¿ local reaction: unable to observe. ¿ cyst: unable to observe. ¿ pain: unable to observe. No other observations observed, no further actions are required.